Event description:
During follow-up, post paced t wave oversensing was observed. Abbott technical support was contacted and suggested reprogramming the device. No intervention has been performed at this time. The patient was in stable condition.

Event description:
Additional information was received indicating the device was reprogrammed to resolve the event. The patient was in stable condition.